Manufacturer narrative:
Correction - the medical device was updated in section d and the manufacturer site was updated in section g. Section h4 and h5 were updated based on the product.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an occlusion error message. The adapter of the infusion device was never changed in three years. On (B)(6) 2023, the patient was admitted into the hospital due to diabetic ketoacidosis. The blood glucose results at the hospital were not provided. The type of treatment provided to the patient was unknown. The patient was released from the hospital on (B)(6) 2023.